Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak. The complaint is not confirmed and the assignable cause is undetermined because no alarms, visual defects or leaks noted on returned disposable set during sample evaluation, batch review revealed no issues noted during the manufacturing process. There were no deviations from standard procedure and user did not describe any types of use errors or other issues that might have caused the leak.

Event description:
A doctor reported to baxter (B)(4) that a leak from the patient line was observed during use. There was patient involvement but no patient injury.